Manufacturer narrative:
Evaluation results: related to operational context (previously deployed stent). Evaluation conclusions: operational context caused or contributed to the event (previously deployed stent). (B)(4).

Event description:
It is reported the patient presented with acute thrombosis. An unknown stent was deployed in the mid rca, however a 30 mm dissection occurred at the proximal part of the vessel. A resolute integrity 4.00 x 38 mm drug eluting stent was intended to be used to treat the dissection. The vessel was described as having moderate tortuosity, no calcification and 30-50% stenosis. The device was removed from the packaging, inspected and negative prep was performed with no issues noted. No above normal vessel resistance was noted and excessive force was not needed during positioning of the device. It is reported that during the first balloon inflation at 8atms for 5-6 sec the balloon ruptured. Because of the rupture it is reported the rsint device did not fully opened so 4 balloons were then used to open the stent fully. During withdrawal of the ruptured delivery catheter the stent became deformed. The device remains in the patient. No reported patient complications. Evaluation summary: the hypotube was kinked 21.5cm, 41.0cm, 62.0cm and 80.5cm distal to the strain relief. The distal tip was frayed and uneven. Negative prep confirmed the presence of a leak . A pinhole was detected on the crease of the balloon fold over the distal inner shaft marker . A partial radial scratch was visible proximal to the pinhole . Crimp impressions were visible along the balloon. Cine image review: images of the deployment of the initial 38mm stent in the mid to distal rca were provided. The timelines of the images show that the initial 38mm stent was deployed around 10:59am. There appeared to be positioning issues with the initial stent. The proximal rca profile was irregular and it suggested that there may have been a degree of unappreciated calcification in the proximal vessel due to the opaqueness of the contrast in the angiographic images. Approximately 180 minutes after the deployment of the initial stent, at approx. 1:34pm further pci commenced. It appears that there may have been a time gap between the index and subsequent procedures. The opaqueness in the proximal vessel was more pronounced during initial angiographic imaging. Reverse angiographic angle of the rca suggests areas of opaqueness ¿ possibly underestimated calcification or the reported dissection/ thrombus. The positioning of the resolute integrity 38mm stent in the proximal rca appears to have posed difficulties it was positioned to overlap with previously deployed stent it was then pulled back proximally during positioning attempts. The proximal part of stent was pulled back into tip of guide catheter. The possibility exists that unidentified calcification or the rubbing of the distal part of the balloon against the newly deployed stent struts of the initial previously deployed 38mm stent may have caused damage to the balloon material. During pressurization to deploy the stent the damaged portion of balloon most likely resulted in a leak site. No images were present showing the pressurization of the delivery catheter balloon or the escape of contrast through the leak site of the balloon. This resulted in flowering of the proximal stent and less pronounced flowering of the distal side of the stent. There was no mid stent expansion. The procedure was completed after removal of the damaged delivery catheter and it¿s accessories. The vessel was re-wired with double wires and the partially deployed stent was post dilated to achieve good wall contact.